Manufacturer narrative:
One-unit on bone lesion biopsy kit was returned for evaluation. Blood particulates were noted on the components returned within the kit. A manufacturing record review was completed by the oncontrol needles supplier, and no related non-conformances were found. Case details were reviewed. A patient underwent a bone lesion biopsy procedure. Bone lesion was sclerotic. The needle got stuck in the anterior iliac crest. The orange hub separated. The bone access cannula was observed to have a bend at the proximal section of the shaft. The hub was damaged. Pieces of the bone lesion cannula were returned. The pieces were severely damaged, bent and separated from one another. Approximately 10 cm of the shaft is missing. Per IFU, states the following instructions for use (step 5) - find location on bone, note depth marking and squeeze trigger to activate driver. Do not apply excessive force to driver/ needle set. Squeeze trigger until bone access needle set has reached the desired location to be biopsied. It is likely due to density of bone (sclerotic) and anatomical factors; the cannula could have lodged inside the bone rendering it immovable. Account stated that it is most likely due to excessive force applied to the hub (blb cannula), separation occurred. Procedure was aborted and the patient was sent to the or for retrieval of the needle. The entire needle was unable to be removed. The shaft was cut at the level of the bone and remainder was left in the place. The damages to the bone access hub and bone lesion cannula are likely to have occurred during retrieval at the or. Patient is stable. Based on the information, the most likely root cause of the issue is operational context and /or unintended use error.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: a bone lesion biopsy was performed on a very sclerotic lesion in the anterior iliac crest. The procedure was performed as usual. The bone access needle set was placed under CT guidance, and advanced to the level of the bone lesion. Once the location was confirmed the stylet was removed, and the coaxial bone lesion needle was inserted. During the advancement of the coaxial needle the needle got stuck in the anterior iliac crest, and the orange hub separated from the needle. The or team was notified and brought down an instrument tray to attempt to remove the needle. Multiple techniques were attempted to remove the needle, but it was unsuccessful. The decision was made by the md to cover the protruding needle in a sterile fashion and send the patient to the or. The patient was brought to the or the following morning for removal.additional information received on 01nov2021: the patient was taken to the or, but they were unable to remove all of the needle. They had to cut the needle at the level of the bone and the remainder was left in place. The patient is in stable condition.additional information received on 15nov2021: the biopsy cannula was stuck in the anterior iliac crest. The orange hub of the biopsy cannula was completely separated, and most likely broken from excessive force. There was a notable change in the rpm of the driver, and torque was being applied when accessing the sclerotic bone lesion for a sample.